Event description:
It was reported by the patient that their previous device did not work how it should. The patient stated the device went off in the past when it should not have five times in one day. The patient said they were told by their physician that the device did what it was supposed to but at the wrong time because of how their chest muscle was reaching. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient received inappropriate shocks from the previous device due to af (atrial fibrillation) with rvr (rapid ventricular response). The device has since been removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.